Event description:
Device 2 of 2. Reference manufacturer report # 1627487-2012-03849. The patient received 2 scs leads with different lot numbers and implant dates. It was reported the patient was scheduled for a lead replacement due to her scs lead migrating (x-ray confirmed). Additionally, the migrated scs lead caused the patient to experience abdominal stimulation. Follow-up identified both scs leads were replaced due to high intra-operative impedance values. All issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.